Event description:
Patient with total hip arthroscopy four years ago. Starting in early 2009 patient has had recurrent problems with drainage from hip incision, diagnosed to be a cyst/seroma. In early 2010 incision and drainage (I&d) cultures were found to be negative. In the summer of 2010, incision continued to drain in addition to patient discomfort. Patient underwent surgery for revision. Found to have a metallosis reaction to implant. Removed implant and sent back to manufacturer.